Manufacturer narrative:
The report event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
Related manufacturer reference number:2017865-2025-28068. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular (lv) and atrial lead exhibited loss of capture. The lv lead was explanted and replaced. The atrial lead was repositioned on (B)(6) 2025. There were no patient consequences.